Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with unexpected blank display during rewind due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.